Manufacturer narrative:
At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had an alert for low intrinsic amplitude a few weeks after implant. Boston scientific technical services (ts) review found the intrinsic amplitude has gone from 3.2mv at implant to 0.6mv, and discussed that presenting showed loss of capture and/or potential dislodgement. Additional information was received that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure. The lead was confirmed dislodged under fluoroscopy.